Event description:
It was reported that the pt had lost a lot of weight and the pocket size had changed, so the device was moving around. When the pt turned over in bed; their device almost flips in the pocket and must be held in place. The pt was at home in an undetermined condition.

Manufacturer narrative:
(B)(4)